Manufacturer narrative:
Concomitant medical products: addr01 pacemaker, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited a fracture by clavicle, insulation damage and the ra lead had a lead integrity alert. Both the ra and rv lead were capped and replaced. No patient complications have been reported as a result of this event.